Event description:
Depuy acromed rec'd 2 vsp screws that were broken at the third thread. According to the complainant, the surgery was a routine revision surgery to instrument the levels above the original levels that were instrumented. During the revision surgery, it was discovered that 2 screws from the original construct were broken. The broken pieces of the screws were removed and were not replaced. The screw shafts remain in the pt as proper bone fusion had occurred. There were no other adverse consequences to the pt. A dimensional analysis was performed on the returned portion of the screw and they conformed to specs. A material assessment test was performed using a scanning electron microscope. Both screws conformed to material specs. The most likely cause of the event is excessive forces placed on the screws following bone fusion. The initial implant date was unknown. The labeling packaged with the screw warns against the finite use of the implants. "After solid fusion occurs, these devices serve no functional purpose...the implants are not intended to transfer or support forces developed during normal activities." No further eval is required. The screws performed as intended.